Event description:
Ih3652g s/n (B)(4) door seal leaking lifetime warrany (B)(6) no additional information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.